Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt fell in 2008 and hit his head against the edge of the table. Slight redness was seen on the pinna for a few mins. The pt immediately reported that he is no longer able to hear and subsequently refused to wear his speech processor.